Event description:
The femoral component is usually highly polished on it's articulating surface. On the said component, there were some hazy areas near the intercondaylar notch and what seemed like a spiotch of dried up liquor of some sort on the lateral edge of the trochlear groove. Opened in the sterile field.